Event description:
It was reported that a pocket fill occurred during pump refill. No other information or patient symptoms were reported. Patient outcome was not reported. No patient identifiers were provided at the time of this report.